Event description:
In 2005, the lay reporter contacted lifescan alleging that the lay pt's meter (unknown type) was reading inaccurately low. Medical affairs specialist (mas) sent a letter to the pt, as she could not be reached via phone. The reporter said the pt obtained results of 160, 208, and 197 mg/dl at home on the reported meter before feeling dizzy and short of breath. The time difference between the readings was not provided. No information regarding the pt's diabetes treatment regimen was provided. The pt took no action to affect her blood glucose level following use of the product. The pt was taken to the hospital where a result of 450 mg/dl was obtained. The time difference between the tests on the reported meter and the hospital test was not provided. The pt was treated with 25 units of 70/30 insulin. The meter was replaced. The complaint is reported as an adverse event, as the reported product may have read inaccurately low delaying treatment.